Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used that contributed to the event. As it was stated that no coil or coil cable was close to the affected area, and there was no potential skin-to-bore and skin-to-skin contact, there is no definite explanation for the injury on the patient's left upper leg. However, the injury is consistent with heating incidents caused by insufficient distance between coil cable and patient skin. This is supported by the size of the blister being 0.7 x 5 cm. Some factors were observed that may have contributed to the event: six scans on high sar, between 2.1 and 3.0 w/kg. The patient was covered with a sheet or blanket. The humidity of the examination room was too high. (B)(4).

Event description:
Philips received a report that a patient developed a blister with a size of 0.7 x 5 cm at the left upper thigh, after an mr examination. The patient was positioned feet first supine and scanned for a pelvis examination with the sense cardiac coil.